Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 33mm epic mitral valve was selected for implant. The valve was implanted and when the valve was being rotated, where the holder handle and valve holder meet, the piece separated and went inside the patients anatomy. Surgery was required to remove the piece from the patient. The patient remained hemodynamically stable and there was no clinically significant delay.

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, an epic mitral valve was selected for implant. The valve was implanted and when the valve was being rotated one of the valve supports became detached and went inside the patient's anatomy.

Manufacturer narrative:
An event of detachment of device or device component (valve holder disassembly)was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.